Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400s mg/dl. The infusion set was changed multiple times and insulin injections administered to address bg level. The contact thought that the high bg was due to the "pump not delivering or not affecting bg level". The contact declined tandem technical support's offer to troubleshoot. The customer discontinued pump therapy. Reportedly, the contact discussed other insulin therapy methods for the customer with a healthcare provider.